Manufacturer narrative:
(B)(4). Follow up submission will be completed post investigation or if additional information becomes available.

Event description:
During use, access tip disconnected from drainage line during use. The drain was connected to thopaz drain system.

Manufacturer narrative:
(B)(4). Our manufacturing quality engineer received two photos of the actual product for evaluation. During visual evaluation, it was identified that the luer lock was disconnected from the tubing; therefore failure mode could be confirmed. Additionally, a device history review was also performed for the reported lot number manufactured on 05-jul-17; confirming procedural and functional requirements need for the product to be released were met. The most probable cause for the reported failure mode is manufacturing personnel not properly performing the assembly of the components and not identifying the failure during visual inspection. To prevent the recurrence of the reported failure the plant has performed awareness training to applicable manufacturing personnel. This failure mode will be entered into the complaint management system to be tracked / trended. Customer complaint trends are evaluated on a monthly basis during our quality team meeting. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
During use, access tip disconnected from drainage line during use.the drain was connected to thopaz drain system.